Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. During a revision procedure, the device was disconnected from the lead, and the rv lead was successfully placed back into the apex. Once the lead was reconnected in the header, the device would not pace. The lead was then reconnected to the cables two times with successful pacing, but the device would not pace the ventricle. A new implantable pulse generator (ipg) was obtained. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.